Event description:
It was reported that the patient experienced redness, swelling, and itchiness at the pocket wound. During a follow-up clinic visit, infection was confirmed via blood culture. To resolve the issue, the patient underwent a surgical procedure on (B)(6) 2025 to remove the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. The patient remained in stable condition.